Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lea,d implanted: (B)(6) 2013. A ddbb1d4, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead was repositioned. The lead was noted to be part of the product surveillance registry. No further patient complications have been reported as a result of this event.